Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Block d6a: exact date unknown, implant occurred in (B)(6) 2025. Additional product(s) in device system: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to a foreign body reaction to the device. Additionally, the patient could feel a lead exposed outside of his head where it came through the skin. The patient is doing well postoperatively and was given antibiotic medication. The explanted device will not be returned as it was retained by the medical facility. No further information was able to be obtained.